Manufacturer narrative:
Concomitant medical products: 5076-52 lead, implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient recently had their cardiac resynchronization therapy defibrillator (crt-d) longevity checked two we eks after implant and the estimate was only two years. The patient was wondering why their device is only lasting two years. The device remains in use. No patient complications have been reported as a result of this event.